Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as the device was discarded by the customer. The user manual contains the following warning ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff.¿ we will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a craniotomy procedure to remove an intracranial hematoma, it was noted that the disposable drill has broken marks and found a broken part on the removed section of the skull. It was reported that they were uncertain whether there was a broken part of the tool on the other side of the skull as the fractured end of the tool was small. It was also reported that a CT scan was performed after the procedure. On follow-up, it was reported that there were no additional interventions needed because of the event, the patient had no further issues post-surgery, and the device has been discarded.